Event description:
The vns patient reported via phone call on (B)(6) 2013 that he had generator replacement surgery on (B)(6) 2013 and that at a post-operative appointment two weeks later there was an observation of infection. The surgeon immediately performed explant of both lead and generator, confirming the presence of (B)(6) intraoperative as a result of post-operative infection. The patient was then hospitalized for several weeks for an antibiotics regimen. The patient experienced weight loss during this hospitalization. The surgeon attributed the weight loss to the long-term hospital admission for the IV antibiotics regimen. No patient manipulation or trauma occurred this is believed to have caused/contributed to the (B)(6) infection and no further intervention has been taken since the explant surgery or is planned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Explant date; corrected data: the correct explant date was obtained from the physician.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.